Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. Seven days after the sensor was inserted the patient¿s skin was itching, had redness, inflammation and pustules/blisters under the entire patch area. She used comfeel plus (coloplast) barrier which did not help. She went to her local emergency clinic the next day and was prescribed an oral antibiotic and oral antihistamine. At the time of the report she was in normal health. No additional patient or event information is available.